Manufacturer narrative:
Additional, changed, and/or corrected data. Laboratory analysis summary: the device related to the reported event of deflation was received on january 11, 2024, with lot number: 3212839. Based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.